Event description:
Additional information was received from the patient. They reported that they received a new rechargeable implant and new lead yesterday because their old implant wasn't working. Patient had the lead and battery replacement on (B)(6)2026.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient said they had a manufacturer representative come out to their doctor's office not too long ago (within the last year) because there was an issue with the device. Patient said 3-4 of the programs didn't work before and now all 7 programs are maxed out at 0.5ma. Patient stated they went in yesterday to get testosterone pellets and their bladder wasn't voiding completely and the doctor tried to turn up the amplitude but it wouldn't go any higher. The patient was redirected to their healthcare provider to further address the issue. Agent sent email to the field requesting assistance. On (B)(6) 2026. Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of all 7 programs maxed out at 0.5 ma was determined. The cause of inability to adjust stimulation any higher was not determined. To resolve the issue the patient was being referred to a surgeon for a replacement. It was reported the issue was not yet resolved. On (B)(6) 2026 additional information was received from the patient stating that the device was still in use at the time of the corr espondence, but it would be removed. The patient has a pre-op meeting with their doctor on (B)(6) 2026 where the surgery date will be set.